Event description:
According to info provided by a representative of dr's office, this valve was explanted due to regurgitation. It was replaced with a sjm 25agfn-756-ide, and no additional info was received.